Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration. Clinician reports there was insufficient bone quality and the prosthesis broke. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. The dentist reported that fenestration occured during surgery and immediate load procedure was performed.

Event description:
The clinician reported that 5.5 months after the dental implant and abutment were placed in ada site 4, the implant had not achieved osseointegration. Clinician reports there was insufficient bone quality and the prosthesis broke. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).